Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat and opening curved. Leak test and microscopic analysis was performed which identified: sharp opening on anterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.2, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported "right side deflation". Device remains implanted.